Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop (tip of sheath); however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1526601) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: during pullback, the balloon ruptured immediately. Hemostasis was achieved with manual compression (30 minutes or less). The patient was not hospitalized. The patient was discharged after ambulation and is doing fine. Additional information: during prep, the black marker on the inflation indicator was fully exposed. Resistance was not felt while inserting the device, nor while pulling back. The balloon lost pressure at the 1st stop (tip of sheath). Antibiotics were not given. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because there was minimal disease. Stick location: medium; sheath size: 7f; procedure type: interventional peripheral